Event description:
Patient noted to have audible leaks and constant low tidal volumes despite inflating cuff and increasing pressures. (B)(6), rrt and (B)(6), rrt checked trach cuff integrity and noted a perforated cuff causing a leak and low tidal volumes. Patient had a protex bivona tts 6. After confirmation from rn and md of blown cuff, trach change was performed to s6cn75h via protocols. Patient tolerated well with no complications nor bleeding. No sob or distress noted at that moment. Spo2 100% on fio2 50%. Trach change done at 2347 on (B)(6) 2023. Patient was admitted back to hpmc yesterday ((B)(6) 2023) due to events of sob that did not resolve with bagging from his outpatient facility. Patient had a trach that is not the usual trach used at hpmc and requires water to fill the cuff instead of water. Transferred to hpmc for further evaluation. No fever noted. Noted to be tachycardic.